Manufacturer narrative:
The device has been returned for analysis, but requires additional investigation which is not complete at this time. A follow up report will be submitted after evaluation is completed.

Event description:
It was reported during an avm embolization with glue using the ultraflow, resistance was encountered and the procedure was stopped. Upon retrieval of the ultraflow and guide catheter, glue was discovered in the guide catheter. No complications were reported to have occurred with the patient as a result of this event.